Event description:
It was reported that during a da vinci si thoracic procedure the thoracic grasper instrument tips would not straighten. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tips were not straightening because the pitch cable was broken. The pitch cable was broken at the snake wrist. No other cables were damaged. Failure analysis also observed that the distal end of the main tube had various scratch marks. The insulation was gouged and had pieces missing and sections lifted up roughly. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.